Manufacturer narrative:
Additional narrative: a product development evaluation was performed. The investigation of the complaint articles indicates that: the root cause of the screw head failure is indeterminate as several factors, discussed below, may have contributed to the reported screw failure. The observed mechanical damages of the screw head and of the fragment show evidence that the screw has been heavily used as stated in the complaint. The matrixneuro screws are delicate implants. The technique guide (036.000.608, version ae) warns that the devises, i.e. Plate and screw, can break during use (when subjected to excessive forces or outside the recommended surgical technique). Incorrect handling during the securing of the implant may also contribute to damage of the cruciform drive. The technique guide (036.000.608, version ae) stipulates the following precautions which are in particular relevant to this investigation: fully engage the shaft perpendicular to the screw head. Place the 1.5 mm self-drilling screw perpendicular to the bone at the appropriate plate hole. Take care not to overtighten the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon experienced difficulty inserting the screw in question, during a procedure on (B)(6) 2015. It was discovered that the screw head was damaged. The surgery was completed with a reported delay (exact time unknown), but no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: bettlach - manufacturing date: may 9, 2014 - expiry date: april 1, 2024 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.